Event description:
A hemodialysis inpatient user facility reported that 20 minutes into treatment the technician observed the arterial hanson point of the dialyzer was dripping with clear fluids which was dialysate. Blood was completely returned-no blood loss noted. Patient completed treatment on a new set up. Patient had no adverse effects and no medical intervention was required. Sample is not available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.